Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an ellipsys catheter was used to treat the left arm. Approximately 2 months post procedure patient suffered thrombus in upper arm cephalic vein. At secondary procedure fistulogram, thrombus is noted in upper arm cephalic vein. Sharp need re-cannulation under direct ultrasound guidance with a micro puncture needle was completed and subsequently cephalic vein thrombus was removed with suction catheter. Upon follow up assessment, a fistulogram is repeated showing occlusion of the cephalic vein. Asp iration technique and balloon maceration was used to debulk clot, resolving thrombus in cephalic arm. Patient recovered.